Manufacturer narrative:
H3, h6: the cori bone pin pn rob10011,used in treatment, was returned for evaluation. A relationship between the reported event and the device was established. It was visually confirmed the reported problem. The tip was detached of the bone pin. A functional evaluation was not performed. Product history review was not performed for this event, due to be unable of obtain the lot number. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause that may have contributed to the reported symptom may be associated with mishandling. Care and caution should be exercised during the surgical site setup and tear down to protect the pin from an unforeseen force, such as falling onto a hard surface or damage during transport. Refer to the cori surgical system user's manual and the cori surgical system instrument kit cleaning and sterilization guide for proper handling. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that during cori tka procedure when removing 1 of the 2 cori bone pins from the femur, the surgeon noticed that the tip of the bone pin had broken off. The patient was not harmed. The tip of bone pin was disposed of in sharps. No delay or additional complications were reported.